Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Please be advised that the serial number is (B)(4) as previously reported. Upon completion of the investigation, the valve was visually inspected and needled holes were noted in the needle chamber as well as a hole in the silicone housing by the siphon guard. A leakage was noted only from the needle holes in the needle chamber. No occlusions were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the original device was implanted via v-p shunt to the patient aged 10 months. Doi and the initial setting pressure were unknown. It was suspected that the catheters or silicone housing were broken because the fluid was leaked under subcutaneously. Therefore, the revision surgery was conducted on (B)(6) 2014. It was found the catheters and valve had kept connected and leakage was found at the reservoir. The device was replaced to 82-3162. The setting pressure of the removed and replaced valves is not reported. It was noted the device was tapped by 27 gauge needle at the primary implantation surgery.